Event description:
A negative result was obtained with the testpack plug hcg combo assay. The pts serum specimen was tested with an alternate method which resulted as positive. The negative result was not reported out of the lab. There has been no report of impact to the pt.